Event description:
During a shoulder repair two anchors broke. The surgeon pre-drilled with the 1.8 mm drill for 2.8 mm anchors. During insertion, both anchors broke at the eyelet. The threaded portion of the anchors remain embedded in the patient's bone. The surgeon used a competitior's anchor to complete the repair. A delay of twenty minutes resulted from this incident. No patient injury or complication resulted from this event.